Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an inflammatory post-operatively. This resulted to an extended incision due to the product problem. Antibiotics for pain relief and another procedure was needed to complete the case.